Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Correction: h11. Manufacturer internal reference number: (B)(4)

Manufacturer narrative:
The reported device has been returned but not yet investigated. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that an 85-year-old female patient presented to the implant & cosmetic office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2019 at tooth location #23. It was reported that the implant was not placed following immediate extraction and was not immediately loaded. The prosthetic restoration was completed on (B)(6) 2019. The prosthesis consisted of a locator retained overdenture, and the opposing arch consisted of a full denture. The abutment type was reported as a prefabricated locator abutment. The patient presented with the issue on (B)(6) 2026, after the final prosthesis delivery. During the examination, the doctor determined that the implant had lost osseointegration. The implant was removed on the same day of the visit using a locator insertion tool, and the implant was not replaced. The patient exhibited symptoms of inflammation and granulation/fibrous tissue around the implant site, which resolved following implant removal. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type iii bone quality and very good oral hygiene. No abnormalities related to the implant or its packaging were reported.